Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. Surgical intervention was performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. Surgical intervention was performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspections were unremarkable. A review of the device memory confirms no fault codes had been recorded. Longevity calculation confirmed that the device's power consumption had been gradually increasing since february 2024. The device case was opened, and the battery was isolated. Battery analysis confirmed that one of the capacitors had a crack in it which contributed to the high-power consumption and subsequent early battery depletion.